Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device didn't work without power connection. Device information shows battery charge is 71% but if the device is connected to power there is no charging activity to be recognized. After 20 minutes charging still 71%. If the device is removed from power, the screen goes black immediately. If the device is switched on again, it starts up again from zero. There was no harm to the patient and the device had to be exchanged.